Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report alleging that it is difficult to lock and disconnect the inner cannula. The customer reported that there was no patient involvement.